Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As there was no associated procedure with this event, there was no patient involvement and no delay to a surgical procedure.